Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2004; d314trg ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillator lead had a fracture and high rv impedance, which triggered an alert. It was also noted that the pace sensing portion of the rv lead had high threshold measurements. The rv defibrillator lead was capped and replaced. The rv pace sensing lead remains in use. No patient complications have been reported as a result of this event.